Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the evaluation identified two other reportable malfunctions: -image appeared noisy -b30 scope communication error occurred based on the results of the investigation, the issue was attributed to electrical component problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported; the broncho videoscope exhibited the scope had an error code 226 (scope communication error). The issue occurred during an unspecified procedure. There were no reports of patient or user harm, injury, or death.